Manufacturer narrative:
Because the affected screw heads were not returned for evaluation the root cause cannot be determined. Based on statistical evaluation no indication was found for any device related issue. The complaint is added to the trend. Potential root causes for a screw fracture are: bone was hard with resulting high torque. Application of unintended loads (e.g. Because of an improper pilot hole - not deep enough, oblique, eccentric, inadequate sensitive tightening of the screw during insertion). Inadequate screwdriver/screw head connection (not aligned in the vertical direction, inadequate axial alignment and contact). Collision with other implant or instrument.

Event description:
"When tightening the screw during a case the head of the screw came off on two different screws back to back."